Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The unit had two flattened button dome switches. The unit also had cracked casing at a display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of his buttons became unresponsive during an infusion set change the patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.